Event description:
Caller reported a malfunction on the pump without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump; however, the same malfunction code recurred. As a resolution, cts decided to replace the pump and informed the caller about sending a replacement with updated software. The customer acknowledged, switched to mdi as a backup therapy, and planned to follow the provided instructions for handling the defective pump return and using the new pump.